Event description:
It was reported that the design and the quality of the plastics are a high failure, which is very costly, making it very high cost to ownership product as the bezels, doors, and latches break far too often. No patient involvement was reported in this event.

Manufacturer narrative:
Correction: disregard file (after further review, file is revised to not-reportable as there is no indication of impact to the patient or adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the design and the quality of the plastics are a high failure, which is very costly, making it very high cost to ownership product as the bezels, doors, and latches break far too often. No patient involvement was reported in this event.